Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Device evaluated by MFR: a promus premier ous mr 28 x 3.00mm stent delivery system (sds), catheter was returned for analysis. Visual inspection of the device identified that the stent was detached from the delivery system and damaged. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the detached stent via scope found that the detached stent was not expanded but evidence of damage was identified. Balloon cones were reviewed, and no inflation attempts are noted as the crimp marks are visible, and the balloon is tightly folded. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 30sep2025. It was reported that stent damage occurred. During unpacking of a 28 x 3.00mm promus premier drug-eluting stent, the stent was found to be deformed. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. However, returned device analysis revealed stent detached from the delivery system.

Manufacturer narrative:
A1patient identifier added. E1 initial reporter email address added. E1 initial reporter phone number: (B)(6). Device evaluated by MFR: a promus premier ous mr 28 x 3.00mm stent delivery system (sds), catheter was returned for analysis. Visual inspection of the device identified that the stent was detached from the delivery system and damaged. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the detached stent via scope found that the detached stent was not expanded but evidence of damage was identified. Balloon cones were reviewed, and no inflation attempts are noted as the crimp marks are visible, and the balloon is tightly folded. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 30sep2025. It was reported that stent damage occurred. During unpacking of a 28 x 3.00mm promus premier drug-eluting stent, the stent was found to be deformed. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. However, returned device analysis revealed stent detached from the delivery system.